Event description:
Event description guidant received information that this pacing system has no pacing output. The caller was able to communicate with the device. The device had the lead impedance daily measurements which would indicate it had paced at some time each day.